Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that an unknown liquid came out after use. Liquid came out from the needle tip after use (about 5 products). An investigation into the liquid has been requested.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that an unknown liquid came out after use. Liquid came out from the needle tip after use (about 5 products). An investigation into the liquid has been requested.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubricationand based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that an unknown liquid came out after use. Liquid came out from the needle tip after use (about 5 products). An investigation into the liquid has been requested.